Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Fiber lase time expended: 1:45 minutes, joules used: 8,114.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after about 8,000 joules while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be firing from the tip. The fiber was replaced and the procedure continued. While using the second side-firing surgical fiber, the output beam was again observed to be end-firing. The fiber was again replaced and the procedure completed using a third surgical fiber. There was no patient injury reported. This event is for the second surgical fiber used.